Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer was not in front of the unit and tac requested a call back when he would so they could trouble-shoot the device. Tac later reached out to the customer to follow up and the customer communicated to tac that the xenon lamp was the main cause for the issue, and once he replaced it, the error code went away. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was presenting an e103 error message during use. Additional details relating to the patient and the event have been requested but were all unknown. The unit was found in the operating room¿s closet with a repair tag. The individual who tagged the device was not available. There was no patient harm or consequence reported as a result of this event.